Event description:
Pt went to surgery for CABG with a baseline act of 110. After pt received 25,000 units of heparin the act result was 463 at 9:30 am. At 9:45 am pt was given 5,000 units of heparin and act was 468, then after receiving 10,000 add¿l units of heparin, act result was 481 seconds. Pt was tested again on the act meter and the results were 506 at 10:15 am, and 510 at 10:45 am.